Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-13419. It was reported that the patient was in the clinic on (B)(6) 2022 when driveline fault alarms and low voltage advisories were found. A log file review revealed 3 isolated driveline faults on 31jul2022, 01aug2022, and 08aug2022. Additionally, a few low power hazard alarms were from normal battery depletion. Additional information revealed exposed wires on the patient's white power cable which alongside the black power cable had a rescue table. The patient reported that the batteries on the patient's white power cable drained faster than the batteries attached to the black power cable. A controller exchange was performed.

Manufacturer narrative:
Section d4: serial number was requested but was not provided manufacturer's investigation conclusion: the reported event of driveline faults and low voltage was confirmed via log file analysis; however, exposed wires on the white power cable, rescue tape on the black power cable, and the atypical battery depletion was unable to be confirmed. A review of the log file contained data spanning approximately 33 days (21jul22 ¿ 23aug22 per timestamp). On 25jul22 at 16:07:18, 29jul22 at 17:43:57 and 17:52:25, 10aug22 at 19:00:29, 19:14:31, 20:16:24, and 20:20:01, and 19aug22 at 17:13:50, while connected to batteries, the low voltage alarm activated due to routine battery depletion. The log file did not capture the longevity of 2 fully charged batteries being connected as a power source. Atypical alarms and depletion was not observed in the log file. On 31jul22 at 16:00:42, 1aug22 at 22:00:28, and 8aug22 at 19:00:11, yellow wrench and driveline fault alarms were active due to phase 1 being measured much higher than phase 2 & 3. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The heartmate ii system controller (s/n: unknown) was not returned for analysis. Provided information stated that the controller was exchanged. The extent of the cable damage is unknown. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault and low voltage alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the system controller being unknown. No further information was provided. The manufacturer is closing the file on this event.